Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number :00-8018-032-02 lot number :62199426 brand name: femoral head, catalog number :00-6202-054-22 lot number : 62178505 brand name: acetabular shell, catalog number: 00-6310-050-32 lot number : 62202335 brand name: xlpe liner, catalog number: 00-6250-065-30 lot number :62205046 brand name: trilogy screw. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient had a left hip mild partial tear of the gluteus medias tendon involving the anterolateral most fibers.no other issues were noted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced pain and tendon tear approximately 7 years post implantation. Attempts have been made and additional information on the reported event is unavailable.